Event description:
It was reported that this right atrial (ra) lead exhibited isometric noise, oversensing, and high out of range pace impedance measurement greater than 2,000 ohms. There was no pacing inhibition. The physician increased patient follow up. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited isometric noise, oversensing, high pacing thresholds, and high out of range pace impedance measurement greater than 2,000 ohms. There was no pacing inhibition. The physician increased patient follow up. No adverse patient effects were reported. The lead remains in service. It was reported additionally that the ra lead was explanted and a new lead of a different model was successfully implanted. No additional adverse patient effects were reported. At this time, the lead has not been returned. If the lead is received for analysis, this report will be updated with pertinent information upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 245 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of the noisy signals, oversensing, pacing impedance high out of range, and high capture threshold allegations were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited isometric noise, oversensing, high pacing thresholds, and high out of range pace impedance measurement greater than 2,000 ohms. There was no pacing inhibition. The physician increased patient follow up. No adverse patient effects were reported. The lead remains in service. It was reported additionally that the ra lead was explanted and a new lead of a different model was successfully implanted. No additional adverse patient effects were reported. The lead has been returned and analysis is pending. This report will be updated with pertinent information upon completion of product analysis.